Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. Possible no delivery issue. The blood glucose value at the time of the event was 489 mg/dl. High blood glucose was treated by insulin pump. The auto mode feature was not active at the time of the event and customer using pump within 48 hours prior to event. Troubleshooting was performed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Ozp-mmt-7911na-snsr, frn-mmt-332a-rsvr, unomed set.